Event description:
Customer reports that he obtained results of 300mg/dl and 75mg/dl on the same device within just a few minutes. Customer also reports testing 142mg/dl and 62mg/dl within 2 minutes on the same device. Customer reportedly took a glucose tablet based on the 62mg/dl result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.